Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to d5 is being made. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based upon facts obtained from the complaint survey, it was assumed that this was a temporary malfunction due to dust in the scope socket and its sensor part. The results of evaluation confirmed that this phenomenon was not reproduced. The instructions for use (IFU) states the following on the prevention of issues like the reported phenomenon: ·avoid using the light source in a dusty environment. This may damage the light source. ·clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during installation of the evis exera iii xenon light source, the front panel light was blinking. There was no patient involvement, harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event. The device was observed for two days and the issue did not recur. The front panel blinking issue was attributed to dust inside the s-socket and sensor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.